Event description:
The customer reported that the display on the central nurse's station (cns) was flickering. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the display on the central nurse's station (cns) was flickering. The only way to resolve the issue is by rebooting the unit. No patient harm or injury was reported. Investigation summary: the screen flickering issue was resolved by replacing the display. As such, the screen flickering issue was most likely occurring due to issues with the display. As the display was not returned for evaluation, a root cause cannot be determined. Screen flickering could occur due to hardware failure in the form of physical damage to the display and its components. The root cause is likely related to mishandling or wear and tear.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) display is flickering and that the only way they can resolve this is by rebooting the unit. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) display is flickering and that the only way they can resolve this is by rebooting the unit. No harm or injury was reported.